Manufacturer narrative:
(B)(4). Reported event of stent blocked/occluded. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 03, 2015 that a wallflex biliary rx stent system was used to treat a biliary stricture produced by malignant neoplasms during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015, as part of the (B)(4) trial. Reportedly, the patient had a medical history of cholangiocarcinoma. According to the complainant, the patient did have prior plastic biliary stenting with a maximum number of simultaneously implanted plastic stents being one. The patient did have prior metal biliary stenting with a wallflex uncovered stent. Assessment of biliary obstructive symptoms was taken on (B)(6) 2015 and included right upper quadrant pain and fever/chills. Baseline liver function tests taken on (B)(6) 2015. According to the complainant the patient underwent the study stent placement on (B)(6) 2015 and was treated as an outpatient. A pancreatogram was performed during this stent placement. Prophylactic antibiotics were not administered however prophylactic nsaids were administered a prior biliary sphincterotomy had been performed and a prior pancreatic sphincterotomy had not been performed. A previously placed biliary stent was not removed at the time of this procedure. A biliary sphincterotomy was performed during the stent placement procedure. A pancreatic sphincterotomy was not performed during the stent placement procedure. During the study stent placement procedure a balloon sweep was also performed. A 10mm x 60mm wallflex biliary uncovered stent was placed in a satisfactory position across the stricture during the procedure. An assessment of biliary obstructive symptoms was taken on (B)(6) 2015 and included fever/chills. On (B)(6) 2015, the wallflex biliary uncovered stent was noted to be occluded due to ingrowth. The patient underwent an unscheduled biliary reintervention procedure for the management of biliary obstructive symptoms. The patient was treated as an outpatient. During the reintervention, the patient was restented with a 10mm x 80mm wallflex biliary rx uncovered stent due to lack of stricture resolution. The wallflex biliary rx uncovered stent was implanted in a satisfactory manner. There were no adverse events reported as a result of this event. (B)(4)

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx stent system was used to treat a biliary stricture produced by malignant neoplasms during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015, as part of the e7099 abc wallflex registry clinical trial. Reportedly, the patient had a medical history of cholangiocarcinoma. According to the complainant, the patient did have prior plastic biliary stenting with a maximum number of simultaneously implanted plastic stents being one. The patient did have prior metal biliary stenting with a wallflex uncovered stent. Assessment of biliary obstructive symptoms was taken on (B)(6) 2015 and included right upper quadrant pain and fever/chills. Baseline liver function tests taken on (B)(6) 2015. According to the complainant the patient underwent the study stent placement on (B)(6) 2015 and was treated as an outpatient. A pancreatogram was performed during this stent placement. Prophylactic antibiotics were not administered however prophylactic nsaids were administered a prior biliary sphincterotomy had been performed and a prior pancreatic sphincterotomy had not been performed. A previously placed biliary stent was not removed at the time of this procedure. A biliary sphincterotomy was performed during the stent placement procedure. A pancreatic sphincterotomy was not performed during the stent placement procedure. During the study stent placement procedure a balloon sweep was also performed. A 10mm x 60mm wallflex biliary uncovered stent was placed in a satisfactory position across the stricture during the procedure. An assessment of biliary obstructive symptoms was taken on (B)(6) 2015 and included fever/chills. On (B)(6) 2015, the wallflex biliary uncovered stent was noted to be occluded due to ingrowth. The patient underwent an unscheduled biliary reintervention procedure for the management of biliary obstructive symptoms. The patient was treated as an outpatient. During the reintervention, the patient was restented with a 10mm x 80mm wallflex biliary rx uncovered stent due to lack of stricture resolution. The wallflex biliary rx uncovered stent was implanted in a satisfactory manner. There were no adverse events reported as a result of this event. Additional information received on november 30, 2015. Reportedly, the physician confirmed a short stricture at the tumor level in the context of an uncovered stent and a cholangiocarcinoma that could not be removed by passage of a balloon and had to be tumor ingrowth. The occluded stent was not removed from the patient. Instead, a stent in stent procedure was performed at the bifurcation level of the bile duct.